Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. Continuation of medical devices: product ID dtba1d1 lead implanted: (B)(6) 2015. This device was included in that field action, but returned product testing found the device did perform as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer after being explanted prophylactically. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.